Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Non-sustained right ventricular oversensing due to post paced t-wave oversensing was noted on the implantable cardioverter defibrillator. Programming changes were discussed. The patient was stable and would continue to be monitored.

Event description:
New information noted that the patient presented in clinic on (B)(6) 2018 . Programming changes were made. Another episode of non-sustained right ventricular oversensing on (B)(6) 2018. The patient is stable and would continue to be monitored via remote transmission.